Manufacturer narrative:
This was initially submitted on the summary report dated august 30, 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary retention, urinary tract infection, right flank and lower back right side pain, discomfort, vaginal abscess and acute abdominal pain. It was also reported that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.